Event description:
Clinical study. Same case as MFR# 6000089-2006-02120. It was reported that 539 days post index procedure, the patient experienced a stent thrombosis (st) and a target vessel revascularization (tvr). The index procedure treated 2 target lesions. Target lesion 1 was a de novo lesion in the 2nd diagonal. The lesion was 2.5 mm wide, 12 mm long, and 95% stenosed. There was moderate calcification and tortuosity. The physician direct stented the lesion with a 2.5 x 16 mm taxus express2 stent. Residual stenosis was 0%. Target lesion 2 was a de novo lesion in the proximal circumflex (cx). The lesion was 3.5 mm wide, 20 mm long, and 95% stenosed. There was moderate calcification and mild tortuosity. The physician predilated the lesion prior to placing a 3.5 x 24mm taxus express2 stent. Post dilatation, residual stenosis was 0%. The patient received a gpiib/iiia inhibitor during the procedure, as well as angiomax. The patient was discharged one day later on asprin and plavix. On day 539, the patient experienced the st, which was confirmed by angiography. The patient underwent CABG to the ramus for in-stent restenosis and the event was considered resolved. The patient was discharged 7 days later on aspirin and plavix. In the opinion of the physician, there is an unknown relationship between the st/tvr and the taxus stent.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 6962550 found that the device met its material, assembly and product specifications, at the time of release to distribution.